Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxi 800 access immunoassay system generated a lower than expected thyroid stimulating hormone (access htsh) result, below the normal reference range, for one patient. Subsequent testing on the same and on an alternate instrument (access 2) produced higher results within the normal reference range. The customer also analyzed a second sample from the patient and obtained results within the normal reference range. The customer was not specifically aware of any change to patient treatment, but had not received any information regarding this. The customer does not believe there was a death or injury due to this result.

Manufacturer narrative:
The samples were collected in a plasma tube and a serum tube, and were centrifuged for eight minutes at 3655 rpm. The customer stated that all of the results obtained on the plasma sample were from the primary tube and that there was no additional sample processing performed on the sample prior to re-analysis. Per the customer supplied qc charts, both levels of tsh qc have been within the established ranges for 30 days, including the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, and the results were within the instrument specifications. Service was offered by bec customer technical support (cts) but the customer declined. A definitive root cause has not been determined to date for this event.